Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancy issues. The customer's blood glucose level dropped while she was out and the insulin pump suspended itself. It said that she had a sensor glucose level of 40 mg/dl but when they checked their blood glucose it was 177 mg/dl. Troubleshooting was performed. The cannula was not bent. The product will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform any other test as the sensor is beyond its expiration date. Also, found sensor with a bent cannula. Unable to confirm customer received sensor in said condition due to customer returning it opened and used.